Manufacturer narrative:
H11: through follow-up communication, livanova learnt that the issue occurred during the installation of the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Complaints database review revealed no previous similar event since unit installation. Based on the investigation findings the root cause of the event has been attributed to a defective compressor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying error code e28 on display. After checking all the connections and confirming pumps running properly, the compressor could not be switched on. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater/cooler. The incident occurred in india. Affected device was sent back to livanova deutschland. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. Reportedly, the unit was inspected and found to have a defective compressor, preventing the device from cooling. The compressor component was replaced, and, after performing deep disinfection and all technical and safety inspection checks according to the manufacturer's specifications, unit was sent back to to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.